Event description:
Event description guidant received information that this implantable lead's insulation may be damaged. This observation was made during the induction phase of a routine changeout procedure. After the patient was successfully induced into ventricular fibrillation, the device delivered two shocks. These shocks both resulted in an audible popping sound, and an <20 ohm message appeared on the programmer. The physician elected to try a second device, with the same result. Technical services discussed explanting and replacing the entire system. The physician elected to cap and abandon the lead. A new device was connected to the newly implanted lead. There were no additional complications reported.